Event description:
It was reported that the patient experienced persistent hyperglycemia with a peak blood glucose of 355 mg/dl for approximately 12 hours while using the ilet with a 23-inch, 6 mm infusion set; the patient had been ill, was not making meal announcements, and administered a subcutaneous insulin pen dose before contacting support, with no device damage, tubing kinks, or leakage reported. Symptoms included hyperglycemia. Outcomes included a serious illness/impairment designation due to the elevated glucose, though no medical intervention or hospitalization occurred. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.